Event description:
The customer reported that ECG signals (lead v2) were not being acquired / displayed by the m3536a mrx defibrillator/monitor. There was patient involvement with no patient impact/harm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that lead v2 was not reading. No adverse patient impact was reported.